Event description:
It was reported to medtronic minimed that the customer experienced an unexpected suspension [low sensor glucose], and a sensor glucose versus blood glucose difference. The customer reported a blood glucose value of 15.3 mmol/l. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported that the cause of the event was unknown and that nothing was identified in troubleshooting. The event involved product(s) mmt-7040c1. Troubleshooting was performed, and the customer reported a disparity between a sensor glucose and blood glucose that was out of range after less than four days of usage. It was recommended to wait at least an hour to see if the blood glucose level was stable enough for calibration. Insulin delivery has been temporarily suspended due to a glucose differential between sensor glucose and blood glucose. The sensor glucose reading of 10 mmol/l triggered the suspension, but the sensor's low limit was unknown. The blood glucose level during the triggered suspend event was 15.3 mmol/l, which exceeded the desired glucose difference. The customer reported having excessive blood glucose. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode smart guard feature was not active. The customer declined to continue with troubleshooting. No further patient complications were reported. A product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.